Event description:
Customer's wife reported that the insulin pump returned a motor error alarm that had been recurring for a week. Blood glucose level was 311 mg/dl at the time of the call. Caller reported that the motor error alarm initially occurred during bolus. Caller did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.